Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided. A manual injection was given to address bg. Customer changed pump supplies to address the issue. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the user was not using room temperature insulin when filling the cartridge. The cartridge was changed to address the issue and insulin delivery was resumed.